Event description:
After drilling the k wire into bone, the wire would not release for the driver. The surgeon had to cut loose from driver which left minimal wire for the surgeon to work with. The patient was not injured.